Event description:
Complaint was reported as: during a visceral intervention, the staples are stuck or deliver nothing. No reported injury.

Manufacturer narrative:
Device sample not available at time of this report. DHR review showed no issues related to this complaint. Root cause unknown. Manufacturer will continue to monitor and trend relating complaints.